Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer disconnected the infusion set tubing from the cartridge and reconnected to resolve the issue and insulin delivery was resumed. Customer's blood glucose was not adversely impacted.